Manufacturer narrative:
Date of event: (B)(6) 2015. Additional information was received that the patient's ipg site was revised because the ipg was annoying the patient.

Event description:
A report was received that the patient underwent an ipg revision due to unknown reasons.

Manufacturer narrative:
.

Event description:
A report was received that the patient underwent an ipg revision due to unknown reasons.